Event description:
Same case as: 1649384-2013-00051. It was reported that during surgery, two screws broke. Levels being treated were occ-c3. The pt appeared to have hard bone. The surgeon attached the place to the holder then drilled followed by using the tap. Both screws broke at the occ at two of the five plate holes. The broken screw shafts were buried in the bone and the surgeon was unable to retrieve them. The surgeon successfully completed the case with other octa instrumentation.